Event description:
A malfunction was reported on the pump, with the customer's blood glucose level exceeding the normal range, displaying a "high" reading. The customer addressed the high glucose level with a correction injection and did not seek third-party assistance. After resetting the malfunction code on the pump, the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the problem reappeared.